Manufacturer narrative:
Section a. Patient information this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp pump with an expiration date of (B)(6) 2026 was implanted for patient support. It was reported that the hospital proceeded with implantation of the device despite the expiration date and notified the distributor after the implant that the expired device had been used. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella cp.

Manufacturer narrative:
Additional information has been provided in d3. Use past expiration: the cause of use past expiration issue is use related since device was used past shelf life expiration date of february 2026 per production records.

Manufacturer narrative:
Information was received provides the device is unavailable for return; according to the hospital the impella device has been discarded. Note: the date of explant remains unknown despite receipt of this update. Upon receipt of the explant date or any other new information, a follow-up report will be submitted accordingly.